Event description:
It was reported that a drill attachment overheated. It is unknown if there were any patient or user injuries. It is also unknown if there were any adverse consequences associated with this event. Attempts to obtain additional event information have been unsuccessful.

Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. A follow up report will be submitted if the investigation requires.